Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Customer consumed carbohydrates and juice to treat bg level. Customer reported that they were working with their health care provider (hcp) to adjust pump settings; however, customer did not indicate if this occurred prior to the event. Troubleshooting with tandem technical support indicated that pump was performing as intended. Recommendation was made to contact hcp to discuss diabetes management.